Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The blood glucose level at the time of the incident was 400 mg/dl. The customer reported that the insulin pump received a battery out limit and a low battery. Now the screen was blank and had a power loss alarm. The customer was able to successfully clear the alarm and did not receive a request to rewind the insulin pump. The insulin pump will not be returned for analysis.